Event description:
It was reported that during the implant procedure, loss of sensing on right atrial lead via psa testing was observed. Physician implanted the lead and there was no sensing or current of injury. Lead was re-positioned several times but the issue persisted. Lead was not used and another lead was implanted successfully. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.